Event description:
Nurse developed sinus issues upon wearing gown. She saw a physician and was treated with antibiotics for a sinus infection.

Manufacturer narrative:
Additional lot #: 08jaw250. Additional device manufacture date: 9/2008. Complaint and sample forwarded to plant for investigation. Follow up report will be filed once the investigation is completed.